Event description:
Related manufacturer reference number: 2017865-2021-30040. Related manufacturer reference number: 2017865-2021-30041. It was reported that prior to procedure, the patient was found to have an infection and wound dehiscence. The patient's pacemaker (pm), right atrial (ra) lead, and right ventricular (rv) lead were explanted. The pm was replaced. The patient was stable throughout procedure.